Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed through medical records. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing pain and swelling. Rom of fifteen to sixty degrees. X-rays show subtle radiolucency of the tibial plate. Some patchy ingrowth of the femoral and tibial components but no loosening. Patient was revised with no complications. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-03703, 0001825034-2019-03704, 0001825034-2019-03706, 0001825034-2019-03707, 0001825034-2019-03708, 0001825034-2019-03709, 0001825034-2019-03710, 0001825034-2019-03711. Concomitant medical products: vanguard cr por fem-rt 62.5 item# 183046 lot# 999390, series a pat std 31 3 peg item# 184764 lot# 215200, biomet por pri tib tray 67mm item# 141262 lot# 000480, vngd cr tib brg 10x63/67 item# 183420 lot# 686110, ti low profile screw 6.5x35mm item# 103534 lot# 409440, biomet finned pri stem 40mm item# 141314 lot# 395850, ti low profile screw 6.5x30mm item# 103533 lot# 713250, ti low profile screw 6.5x30mm item# 103533 lot# 452440. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and seven weeks post implantation due to pain. Associated symptoms were decreased range of motion, gait disturbance, joint instability and knee swelling. There is no additional information at this time.